Event description:
When trying to fire endoclip for the first time, the clip retracted back and stuck. The endoclip would not fire. Endoclip was taken off field and another device obtained. No patient harm.